Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test slightly loose drive support disk. The motor passed motor test. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm while trying to perform the rewind/set reservoir in the pump. Customer's blood glucose level was 174 mg/dl. Customer tried to perform it again, but the same error occurred. Customer received a replacement insulin pump no further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.